Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the cause of the patient being in the hospital for 3 days was due to them needing the ins to be reprogrammed. The cause of the overstimulation, pain, and charging issues was due to changing over the generator to a new one.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient's rechargeable device was a lot more work than they are used too. They had to teach themselves and it is not easy to charge. They are able to manage the patient very well. They further report that post-implant the patient had to spend 3 to 3 1/2 days in the hospital. They stated the healthcare provider thought they were going to die, the patient was screaming in pain. Caller stated the patient didn't have any stimulation on one side of her body for a month. The caller stated the healthcare provider had set the patient's stimulation to the level of her last device and the stim was set too high. The caller stated the healthcare provider was "shooting her up with fentanyl of all things. The caller stated after the patient left the hospital, she was not sent to rehab and she should have been due to her pain levels. Caller mentions she had pain in the waist and legs, top of her legs, and her hand was all rolled up and was like she had a stroke. They saw the healthcare provider and determined nothing was wrong so they gave her oxycodone. The caller states the patient then saw a different healthcare provider and they determined what was wrong with her within ten minutes of the appointment (first week of (B)(6) 2019). The stimulation was set too high. The caller stated that they turned the stimulation down and was relieved of pain. They state that the healthcare provider who did the most recent revision did not do surgery correctly. No further complications were reported or anticipated with this event.